Event description:
A surgeon experienced nonstop irrigation during a procedure. This case was completed following exchange of the cassette. There was no harm to the pt.

Manufacturer narrative:
Samples have been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).